Event description:
Reference number (B)(4). Event occurred in argentina it was reported that the patient experienced hyperglycemia on (B)(6) 2026. The high blood glucose persisted for approximately 3-4 hours. The patient was treated with insulin. No further information available.